Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connector of a clearlink system solution set came apart. The nurse was disconnecting an IV vented set off the PICC line when the end of the vented set came apart in their hand. This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to d5: operator of device: health professional (previously submitted as other). Correction made to h8: usage of device: initial use of dev (previously submitted as unknown). Additional information was added to h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph which observed that the sleeve connector of the 2pc luer lock was cracked and broken into pieces. Due to the nature of the returned sample no additional testing could be performed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.